Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: a saline mentor smooth round moderate profile 475cc, catalog number 3501650, serial number (B)(4), lot number 5940039. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction primary with a saline mentor smooth round moderate profile 475cc and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional on physical examination. As a result, the patient will undergo explantation on (B)(6) 2018. Patient was not hospitalized. There were no accompanying symptoms.

Manufacturer narrative:
On 09/21/2018, it was reported to mentor that the patient experienced seroma. (B)(4).

Manufacturer narrative:
On 10/10/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. Potential cause: the complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the left breast implant was fully deflated. The right breast implant was intact. There was a small amount of growth around the valve on the left breast implant. A small pinhole was identified on the left breast implant. The patient was in excellent condition after the surgery. The replacement devices were saline mentor smooth round moderate plus profile 175cc, catalog number 3502175, serial number (B)(4), lot number 7577181 on the right breast implant and saline mentor smooth round moderate plus profile 275cc, catalog number 3502275, serial number (B)(4), lot number 7597702 on the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported that no tests or cultures were done. The patient did not experience seroma or infection. Manufacturer¿s reference number: (B)(4).